Event description:
On 07-apr-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 18-year-old male patient with chest pain, sob, chest pain radiating to back, arm & jaw. Return product is available for investigation. Method date collected tested results sample positive/negative I-stat (B)(6) 2026 23:51 23:54 >1000 ng/l a positive dxc600i (B)(6) 2026 23:51 before 01:00 <2 ng/l a negative I-stat (B)(6) 2026 00:23 00:25 >1000 ng/l b positive dxc600i (B)(6) 2026 00:23 before 01:00 <2 ng/l b negative facility positive cut-off: I-stat- no reference range for patients <21 yrs of age, 21 years and older >499 ng/l dxc600i - positive cut-off value for comparative instrument (if applicable): >499 ng/l there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci. Sex n (ng/l, pg/ml) (ng/l, pg/ml). Female 490 13 (10, 17). Male 404 28 (19, 58). Overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.